Event description:
The event was reported via the aaa study, a (B)(6) male patient with a past medical history of hypertension, diabetes, coronary artery disease, cerebrovascular disease, dyslipidemia, and smoking (previous) underwent endovascular coil embolization of an infrarenal 55mm abdominal aortic aneurysm (aaa) and experienced a vessel dissection or perforation during the procedure. The procedure was an initial abdominal endovascular aneurysm repair (evar). The etiology of the aaa was atherosclerosis. Stent graft used was a gore excluder aaa-endoprosthesis. A total of four spectra (cerenovus) coils were implanted at the internal iliac artery (iia): one 20mm x 60cm deltafill18 (dlf182060 / lot# unknown), one 22mm x 60cm deltafill18 (dlf182260 / lot# unknown), one 18mm x 55cm deltafill18 (dlf181855 / lot# unknown), and one 10mm x 40cm deltafill18 (dlf181040 / lot# unknown). Fluoroscopy time was 57 minutes. The coil embolization was deemed successful. The patient was hospitalized ten days. The coils are not available for evaluation. No further information was provided.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient date of birth, weight, race, and ethnicity were not provided. Date of event: the date of the event/study is not known. Procode is krd/hcg. The expiration date of the device is not known as the device lot number is not available / not reported. The initial reporter name and email address are not available / reported. The initial reporter phone: (B)(6). Initial reporter address line 1: (B)(6). The device manufacture date is not known as the device lot number is not available / not reported. The event was reported via the aaa study, a (B)(6) male patient with a past medical history of hypertension, diabetes, coronary artery disease, cerebrovascular disease, dyslipidemia, and smoking (previous) underwent endovascular coil embolization of an infrarenal 55mm abdominal aortic aneurysm (aaa) and experienced a vessel dissection or perforation during the procedure. The procedure was an initial abdominal endovascular aneurysm repair (evar). The etiology of the aaa was atherosclerosis. Stent graft used was a gore excluder aaa-endoprosthesis. A total of four spectra (cerenovus) coils were implanted at the internal iliac artery (iia): one 20mm x 60cm deltafill18 (dlf182060 / lot# unknown), one 22mm x 60cm deltafill18 (dlf182260 / lot# unknown), one 18mm x 55cm deltafill18 (dlf181855 / lot# unknown), and one 10mm x 40cm deltafill18 (dlf181040 / lot# unknown). Fluoroscopy time was 57 minutes. The coil embolization was deemed successful. The patient was hospitalized ten days. The coils are not available for evaluation. No further information was provided. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Vessel perforation or dissection is a known potential adverse event associated with coil embolization procedures and is listed in the spectra coil instructions for use (IFU) as such. With the information provided, the root cause of the event cannot be determined. However, there are patient and procedural factors that may have contributed to the reported event. There is no indication that the coils malfunctioned or that it is related to the device design or manufacturing process. Since the severity of the event is unknown and the relationship of the coils to the event cannot be excluded. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 4 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00756, 3008114965-2021-00757, 3008114965-2021-00758, and 3008114965-2021-00759. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.